Event description:
The blazer ii xp temperature ablation catheter was selected for use during the ablation procedure. It was reported that the electrodes were affected by noise when the catheter was inserted. An attempt was made to deliver radiofrequency but the tip of the catheter did not reach the desired temperature. The cable was changed but issue persisted. The device was replaced with a non-bsc device. Procedure was completed successfully. No patient complications were reported. The device has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.